Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73g1900493 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Improper clip closure. Changed to new clip; no patient harm reported.

Event description:
Improper clip closure. Changed to new clip; no patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge with two intact clips and one loose clip from unit 544253 hemolok xl clips 3/cart 42/box. The cartridge, intact clips, and loose clip were visually examined with and without magnification. Signs of use in the form of biomaterial were observed. Both pierced bosses were broken off the loose clip. R & d was consulted about the broken clip and the clip breaking at the pierced bosses. The documented root cause is a lack of sp ecifications around boss requirements leading to insufficient controls of porosity/run-times at the supplier. A CAPA has been previously opened to further investigate issues related to clip breakages. Functional inspection was performed on the two intact clips that were returned. The loose clips were manually loaded into a lab inventory applier and were successfully applied to over-stressed surgical tubing without breaking. No defects or anomalies were observed with the returned intact clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned loose clip was broken at the pierced bosses which is due to a lack of specifications around boss requirements leading to insufficient controls of porosity/run-times at the supplier. This is a design related issue. A CAPA has been previously opened to further investigate this issue. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. Visual examination of the returned loose clip revealed that it was broken at the pierced bosses. The root cause is a lack of specifications around boss requirements leading to insufficient controls of porosity/run-times at the supplier. This is a design related issue. A CAPA has been previously opened to further investigate this issue.